Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Stability and clinical review have been conducted and the review found no indication of any product stability performance issues or clinical performance issues. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message on the sensor and consequently lost consciousness. The customer was able to regain consciousness on their own and obtained a blood glucose reading of 483 mg/dl on an unspecified meter and self-treated (unspecified). No further information was provided. There was no report of death or permanent injury associated with this event.